Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod for an unspecified duration. The patient received an ¿automated delivery restriction¿ alert and their controller was constantly switching to manual mode on its own, which the patient alleged resulted in hyperglycemia due to not receiving enough insulin. The patient sought medical assistance with their endocrinologist. The hyperglycemic incident occurred between (B)(6) 2026. The endocrinologist recommended that the patient contact insult for assistance. Additional attempts to obtain event details were unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.